Manufacturer narrative:
Through the investigation, a tube leak occurred, which caused optical interference and the false positive results alleged. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190. (B)(4).

Event description:
A customer in the us reported discrepant results for a patient sample tested with the cobas liat analyzer and competitor test. The patient sample was tested 4 times on the cobas liat analyzer. The results were as followed: invalid during initial testing; negative for all targets during the 1st repeat; positive for flu b during the 2nd repeat; positive for flu a, flu b, and sars-cov-2 during the 3rd repeat. When the sample was tested on the genmark eplex platform, all results were negative. The positive results were not reported. No harm or injury was indicated. An investigation was performed.